Event description:
The customer reported no image and grid line. It is possible the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
(B)(4). Service engineer tightened all the screws. He performed calibration and self-tests. All functions met specifications. (B)(4).